Event description:
Account reports 5 incidents in which an injection is being given in a y-site, and the y-site below the site being utilized becomes "disfigured". Utilized on a pump, 80-100cc's an hr. Rptr stated there is no pressure device being utilized. Reported issue occurs on the nursing unit with adult pts. Rptr stated there was no pt compromise.